Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. The out of range impedance was confirmed to be seen in the right atrium to implantable cardioverter defibrillator (ICD) vector, but the right ventricle to ICD vector showed impedance within normal limits. Additionally, the patient underwent a successful defibrillation threshold (dft) test and will visit an electrophysiologist in the coming weeks. The lead remains in service at this time. No additional adverse patient effects. Additional information provided indicates the rv lead was explanted due to proximal coil fracture. The lead was successfully replaced. No additional adverse patient effects were reported. The product is not expected to be returned for analysis.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. The out of range impedance was confirmed to be seen in the right atrium to implantable cardioverter defibrillator (ICD) vector, but the right ventricle to ICD vector showed impedance within normal limits. Additionally, the patient underwent a successful defibrillation threshold (dft) test and will visit an electrophysiologist in the coming weeks. The lead remains in service at this time. No additional adverse patient effects.